Manufacturer narrative:
(B)(4). The system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead underwent a valve replacement procedure. Following the procedure, a spike in shock impedance measurements to greater than 200 ohms was observed. Measurements did return to acceptable range. Induction testing was planned. Boston scientific technical services (ts) recommended delivering commanded shocks to testing the integrity of the conductor. No adverse patient effects were reported.

Event description:
Additional information was received indicating a 1.1 joule shock was delivered with acceptable measurements observed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.